Event description:
Caller reported a malfunction on the pump with code malf 0 occurring. Caller confirmed that no notable events happened before the malfunction, and the issue did not cause blood glucose levels to exceed 500 mg/dl, staying within normal range. Customer contacted technical support, who provided instructions to reset the pump. The reset successfully cleared the malfunction, allowing the caller to continue using the pump. Technical support advised the caller to report any recurring malfunction codes, and the caller acknowledged this guidance.